Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted (no details provided) and was scheduled for the or (operating room) to remove a coil that has broken with one piece in the patient's tube and the remainder in her abdominal cavity. The patient had a follow up appointment on (B)(6) 2014. Follow up (B)(6) 2014: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Final risk classification: risk category v. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a reported product quality issue. At this point in time no further information was available regarding circumstances and mechanisms of the reported breakage. Neither batch number nor complaint sample were available for further technical investigation. Therefore no further technical evaluation of the reported breakage was possible. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and the coil has broken with one piece in the patient's tube and the remainder in her abdominal cavity. The first event, seen as device breakage, is non-serious and previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. The remaining event, interpreted as device dislocation, is serious due medical importance and listed. During difficult insertion, single cases have been reported of essure breakage. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the physician stated that a patient of hers was scheduled to remove a coil that has broken with one piece in the patient's tube and the remainder in her abdominal cavity. Although the circumstances and mechanisms of the events have not been informed, due to their nature, both are assessed as related to essure use. Since device breakage (malfunction) was reported, the case is regarded as other reportable incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up information received on 23-apr-2015. The required number of follow-up attempts has been completed, with no response to date. Case closed. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and the coil has broken with one piece in the patient's tube and the remainder in her abdominal cavity. The first event, seen as device breakage, is non-serious and previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. The remaining event, interpreted as device dislocation, is serious due medical importance and listed. During difficult insertion, single cases have been reported of essure breakage. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the physician stated that a patient of hers was scheduled to remove a coil that has broken with one piece in the patient's tube and the remainder in her abdominal cavity. Although the circumstances and mechanisms of the events have not been informed, due to their nature, both are assessed as related to essure use. Since device breakage (malfunction) was reported, the case is regarded as other reportable incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information could not be obtained.